Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion on (B)(6) 2026, the patient complained of discomfort. After explaining the situation to the patient, the catheter was removed, and upon inspection, the balloon was found to have a rupture. There were absolutely no issues during the pre test. We were informed that the actual device had already been discarded. No findings such as stones.